Event description:
A patient reported blood glucose results of "93 mg/dl, 103 mg/dl, 161 mg/dl, and 93 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient had no control solution to run quality control tests. The product was replaced.